Event description:
Per the clinic, the patient experienced skin overgrowth, skin inflammation, and chronic skin infections at the abutment site. The patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.